Manufacturer narrative:
This unit was returned to the factory and has been extensively evaluated. After many hours of testing the compalint has been confirmed. The problem is very intermittant and can be traced to a loose connection to a solenoid. It is not apparent what caused the connection problem but it is apparent that the device has been opened and modified by the customer. The unit will be repaired and returned to the customer.

Event description:
The device was applied to a patient in cardiac arrest. It was reported that after 5 minutes of use the unit suddenly stopped. The unit was removed from the patient and manual CPR continued. The unit was able to be restarted. The patient was not revived. The user stated that the failure did not contribute to the death of the patient.